Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report with supplemental information provided by a consumer in the USA of dehydration and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced dehydration and peritonitis. On (B)(6) 2012, the patient was hospitalized for the events. Treatment rendered was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problems were not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12i12101 and h12i24080 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted.